Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was moisture corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-mar-2019 with the following findings: a review of the black box showed frequent low battery warnings and replace battery alarms observed. The black box showed low battery voltage immediately following a battery change. The pump electrical current draws were tested and were within specifications. No corrosion was found in the battery compartment. No leaks were found during leak testing. The pump was opened, and no evidence of internal moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.